Event description:
It was reported to boston scientific corporation that a patient (weight unknown) underwent a therapeutic hydrothermal ablation procedure in 2007. During the procedure, approximately one to two minutes into the ablation cycle, whitening of the perineal and posterior vaginal introitus was noticed. The physician removed the gauze sponges for better visualization. The hta system generated an alarm for 10cc (rate unknown) of fluid loss. The procedure was aborted with the sheath still intact until the saline fluid cooled down. The physician applied ice to the patient's perineum and vagina. According to the complainant, once the saline fluid cooled down the scope was removed per the physician. Inspection of the vagina revealed that 50% of the distal vagina and the perineum sustained a second degree burn. The ice was kept in place for approximately five minutes then the physician applied silvadene cream to the burn area(s). The patient was sent home with instructions to apply silvadene cream three times a day and premarin cream at bedtime for seven days. She was also given a prescription for percocet, in addition to over the counter motrin. According to the physician, the patient has been seen twice post procedure. The patient is healed and is doing fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was sent to a third party for inspection; therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. A review of the field service records was performed on the console serial number; no anomalies were noted. The july 2007 15-month hta capital complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The dfu (directions for use) and the hts user's manual outline thermal injuries in the warnings and precautions as a potential adverse event.